Event description:
A us distributor reported that an electrode belt does not communicate with a monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation trunk cable connector j702 on the distribution node pca was physically damaged, causing the service code.  The root cause for the damaged connector could not be positively identified. No adverse events occurred from the damaged electrode belt.